Event description:
Caller alleging discrepant inratio values. (B)(6) 2015: inratio: 1.1, repeat inratio: 2.2, five minutes between tests. Patient's therapeutic range unknown. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Although a technique issue was identified in the complaint, root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.